Manufacturer narrative:
.

Event description:
Caller alleges pump powered down without any error message. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.